Event description:
Reportable based on analysis completed on 16-apr-2015. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the severely calcified and severely tortuous mid left anterior descending artery (lad). A 24x2.25mm promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross due to severe calcification. The procedure was not completed as same device was unavailable. No patient complications were reported and the patient's status was good. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The stent delivery system was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent had a strut that was damaged and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).